Event description:
It was reported that the patient had experienced a leak while connected to the pump. A visible white powder had been reported at the top left part of the cassette. It was believed that the issue had been related to the cassette used for the infusion. The event occurred while in use with a patient at the patient's home and the operator of the device was a health professional.

Manufacturer narrative:
The original mrn: 9617604-2025-00243 original file date: 8/18/2025 device evaluation: no product returned for device analysis; a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.